Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via twitter that the pt2 wire broke and that this issue has occurred "too many times". Additional information has been requested but not received.